Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested for the user to change the cartridge. Reportedly, the user was unsure what happened. The user successfully completed the load process and resumed insulin delivery. There was no impact to the user's blood glucose level.